Event description:
It was reported that removal difficulty occurred. A carotid wallstent was used in a carotid artery stenting (cas) procedure with a non-boston scientific (bsc) embolic protection device. The guidewire of the embolic protection device was deployed at the distal part of the stenosis, and the carotid wallstent 10-31 was deployed at the target site. After deployment, when attempting to retrieve the delivery system, the guidewire of the protection device appeared to be stuck and could not be pulled out smoothly, causing the protection device to be pulled unintentionally. The device was resheathed and the devices were removed separately without problems, and the procedure was completed. There was no patient complication as a result of this event.

Event description:
It was reported that removal difficulty occurred. A carotid wallstent was used in a carotid artery stenting (cas) procedure with a non-boston scientific (bsc) embolic protection device. The guidewire of the embolic protection device was deployed at the distal part of the stenosis, and the carotid wallstent 10-31 was deployed at the target site. After deployment, when attempting to retrieve the delivery system, the guidewire of the protection device appeared to be stuck and could not be pulled out smoothly, causing the protection device to be pulled unintentionally. The device was resheathed and the devices were removed separately without problems, and the procedure was completed. There was no patient complication as a result of this event.